Event description:
It was reported that the user¿s sensor integration on the ilet bionic pancreas entered bg run mode after connecting a new dexcom g7 continuous glucose monitor (cgm) sensor and it failed to provide readings due to incorrect pairing with the wrong sensor type and entry of an incorrect pairing code; the user subsequently re-paired and entered the appropriate sensor code. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.